Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data showed that the last basal delivery was on the complaint date and the date was incorrectly set after a pump reboot on the same day. The total daily deliveries were consistent with the programmed basal rates. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. A 24-hour pump exercise was not completed due to a power issue with a defective component on the printed circuit board. The reported inaccurate delivery issue was not fully investigated. No conclusion can be drawn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had hyperglycemia due to an inaccurate delivery issue. Reportedly, the patient¿s blood glucose reading was at 500 mg/dl with no associated symptoms reported. It was reported that the patient changed cartridge, infusion set, site, insulin and bolused via the pump. No other treatment above and beyond the usual routine of diabetes care and management was administered. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. It was reported that the time and date on the pump was set correctly. Review of potential causes for bg issues and causes of perceived inaccurate delivery was unable to determine the cause of the alleged inaccurate delivery. The patient denied that there was any issue with the site. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an alleged delivery issue with the pump of unknown cause.